Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The manufacturer¿s international service technician discovered the problem was not with the touchscreen. The problem was found to be with the nav-ring. The manufacturer¿s international service technician replaced the ui assembly in accordance with philips healthcare's instructions and with a positive outcome. The system is completely working. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During corrective maintenance (cm) the manufacturer's international service technician found that the nav-ring failed. There was no patient involvement.